Manufacturer narrative:
UDI - (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cord on the motor device separated from the drill body connection. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device cord separated from body connection was confirmed. An assessment was performed on the device which found that the cord was detached from the hose adapter, the male electrical contacts were bent, and the console gave an ¿e8¿ error when the device was plugged in. During repair it was observed that the male electrical contacts were bent, the black wire male electrical contact was pushed back into the connector, there was little rtv (high performance adhesive) residue on the hose adapter, and the face seal was installed backwards. The cord was detached from the hose adapter due to a combination of excessive force (pulling) applied to the cord and insufficient rtv application. It was determined that the assignable root cause of the insufficient rtv application and the face seal being installed backwards were due to a manufacturing issue. This issue has been captured in a CAPA. It was further determined that the ¿e8¿ error was caused by the black wire contact being pushed back. The bent male electrical contacts and the black male electrical contact being pushed back was determined to be due to the connector body not being properly aligned with the female connector and then forced into the female connector when plugging the device into the console. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.